Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed, signifying that it is time for device replacement. Time of recommended replacement time (rrt): (B)(6) 2016 02:15:00.

Event description:
It was reported that an alert triggered due to the device reaching recommended replacement time (rrt). It was further determined that the device had experienced a possible circuit issue, resulting in premature battery depletion. The implantable cardioverter defibrillator (ICD) was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.